Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an insulin flow blocked alarm. No harm requiring medical intervention was reported. The troubleshooting was performed and the issue was resolved by a complete set change. The customer will continue to use the device and device will not be returned for product analysis.